Event description:
A medical centre in (B)(6) reported to a distributor that air leaked from the rt225 infant bias flow breathing circuit during use due to a faulty expiratory tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt225 infant bias flow breathing circuit from the medical centre. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A medical centre in (B)(6) reported to a distributor that a leak was found in the expiratory limb of an rt225 infant bias flow breathing circuit. This was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare in (B)(4). It was visually inspected for damage and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was within specification. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned breathing circuit. The user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."